Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that a cartridge change error occurred during the load sequence. Reportedly, the pump supplies were changed to address the issue. There was no impact to customer¿s blood glucose.